Event description:
The following information was reported by the sales representative: the stopcock was opened on the sheath prior to shuttling down. Per the physician, during the shuttling down process, the device was approximately half way into the sheath when the device jammed. The patient was converted to manual pressure (30 minutes or less). Hemostasis was obtained. The patient was discharged 3 hours post procedure. There were no kinks in the sheath or device after removal. Procedure type: diagnostic coronary vessel size: 7 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.